Event description:
Dr suspected wear of the poly components. He confirmed this intraoperatively and removed the tibial insert and the metal backed patella. He replaced the components with a new insert and a modular poly patella. Male pt is 76 yrs old.